Event description:
The part of the device that is used to hold ng tubes came off of the device and was found near patient's mouth. There is a risk of this piece going into the patient's mouth. We will discontinue the use of the quickstrap endotracheal tube holder at this facility as soon as a replacement is obtained.